Event description:
It was reported that a spectrum pump top row keypad did not work. The reported event occurred during an unspecified process step in the general patient ward. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Correction: e1: initial reporter e-mail: was ni should be (B)(6). A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.